Event description:
It was reported that a patient enrolled in the swedish adjustable gastric band (sagb) had an intrathoracic volvulus of the stomach on the paraesophageal hernia. The band was in place during the first band adjustment on (B)(6) 2007 with a gastric occlusion by restriction. Patient was tolerating diet without any particular difficulty since the band implantation. The patient had very severe cough since the band implant in connection with pertussis. The patient began to experience vomiting, epigastric pain and food intolerance. Intervention was required. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Intervention performed by the surgeon. Laparoscopy to confirm the diagnosis and it starts a gastrolysis difficult. The reduction of the entire stomach was impossible, converted to midline umbilicus. The opening of the diaphragmatic esophagus is not very broad. Enlarged "phrénotomie" (hernia treatment) anterior lateral left, which then allowed reaching into the chest and difficulty with completing the gastrolysis. There was a very tight symphysis with the lung. The release caused small gaps in lung, the most important gaps were sutured with vicryl 4/0. The short vessels gastrointestinal spleen were cut. After reduction of the stomach, the stain was taken well. The gastric band is itself ascended partially through the orifice of the esophageal diaphragm. Establishment of a chest drain in the sloping posterior fornix and lateral reinflating lung. Closing of the vicryl phrénotomie and tightening of the esophageal opening with a few additional points vicryl in front of the esophagus and energized.